Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle on an allergist tray with bd precisionglide¿ permanently attached needle was ¿poking through the caps, the needles are exposed¿. There was no report of injury or medical interventions.

Manufacturer narrative:
H.6. Investigation summary: customer returned 1000 1ml, 13mm, 27g bd allergy syringes in sealed trays with the shipping carton from lot # 7226828. Customer states that the needles are poking through the caps and the needles are exposed. Thirty out of 1000 returned syringes were examined and no cannula through the shield was observed. A review of the device history record was completed for batch# 7226828. All inspections were performed per the applicable operations qc specifications. There was one notification noted that did not pertain to the complaint. Investigation conclusion: based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.